Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have a extravenous course at the level of the subclavian vein, as confirmed via fluoroscopy during two venograms. Despite the course, the lead performed as expected and critical therapy was maintained. The rv lead was later abandoned during a procedure performed to upgrade the patient's therapy. No additional adverse patient effects were reported.